Event description:
It was reported that the intra-aortic balloon (iab) was prepped per instruction & inserted through a sheath via left femoral artery. Twelve hours after the iab was inserted, the pump alarmed "helium loss" and "high pressure". There were no kinks in the tubing, less than 30 degrees of flexion & patient was placed flat. Small brown flecks were noted in the helium drive line. As a result, rn contacted the md to remove the iab. The iab was removed and the iap was sent to biomed to be checked for blood in the helium drive system. Strips were generated and are available for review. A cat scan was also performed. Another iab was not inserted. A follow-up report will be filed if more info becomes available.

Manufacturer narrative:
.